Event description:
Information provided states that the patient was seen in the office for a follow up where it was noticed that the calcaneal screw had backed out of the bone and through the skin. The dr. Pulled the nail completely out of the foot. There were no adverse effects to the patient. Patient is doing well.